Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant product: 694765 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that about three weeks post implant the atrial lead had dislodged. At the time of the lead revision, the physician had placement difficulty and the lead was repositioned multiple times within the right atrium. The lead was subsequently removed and a new atrial lead was implanted instead. No patient complications have been reported as a result of this event.